Manufacturer narrative:
(B)(4). This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated.

Event description:
Medtronic legal received information from the attorney of the family on  february 22, 2022, medtronic received notice of a device/product legal hold notification containing 94 individual claimants. The reporter alleges that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation had not specified the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, were considered potentially within the scope of the report pending confirmation of the affected serial number(s). All related reports will be updated accordingly when and if the affected serial number was identified. The insulin pumps were expected to be returned for analysis.